Event description:
It was reported that the pump was exchanged on (B)(6) 2026 for an unknown reason.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.